Event description:
It was reported approximately five weeks after implant that the patient experienced chest pain. There was an increase in the pacing thresholds of the atrial lead. The lead was revised which improved the threshold. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.